Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 7 months post tavr with a 23mm sapien 3 ultra valve in the aortic position, the patient is being worked up for a thv in thv with a mode of failure is aortic stenosis. Thv in thv date is unknown. The vcc sent a response to the follow up advising that the provider is planning an intervention on (B)(6) 2026. The most recent follow-up echocardiogram and progress notes are pending a clinic note from the physician. The patient was admitted from the (B)(6) for what appeared to be a planned mitraclip procedure and experienced an episode of melena with blood loss anemia during the admission. Symptom details are pending further documentation. After reviewing the medical records provided, the patient is an 84-year-old female, with a past medical history significant for aortic stenosis, coronary artery disease, paroxysmal atrial fibrillation with rapid ventricular response, sick sinus syndrome with junctional bradycardia, carotid artery stenosis, hypertension, hyperlipidemia, hypothyroidism, type 2 diabetes mellitus, onychomycosis, and asthma, who underwent implantation of a 23 mm edwards sapien 3 ultra transcatheter heart valve in the aortic position on (B)(6) 2021. Approximately 4 years and 7 months post implantation, the edwards field clinical specialist reported that the patient was undergoing evaluation for a transcatheter heart valve-in-transcatheter heart valve procedure, with the date unknown, and the reported mode of failure was aortic stenosis. The records provided consisted of the most recent transthoracic echocardiogram performed on (B)(6) 2026, which demonstrated a 23 mm edwards sapien 3 ultra valve that was well seated. Although the valve was not well visualized, it appeared structurally normal, with no aortic regurgitation and no paravalvular leak. Despite this, there was evidence of severe stenosis, confirmed by a mean gradient of 47 mmhg, a reported aortic valve area of 0.7 cm', and an aortic valve area by velocity time integral of 0.89 cm'. The plan was to proceed with further evaluation for a valve-in-valve procedure, with a reported scheduled date of (B)(6) 2026.